Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized three times in 2013 due to low blood glucose. The blood glucose reading for (B)(6), 2013 hospitalization was 23 mg/dl. Customer stated that the other two hospitalizations the blood glucose reading were unknown. Nothing further was reported.